Event description:
It was reported to philips that the device was unable to perform image acquisition on either plane. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem that tsm randomly greying out buttons and neither plane will allow acquisitions. To resolve the issue, fse reloaded tsm software. After reloading the tsm software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.